Manufacturer narrative:
(B)(4). From the pictures attached was unable to be confirmed failure mode reported as clip reopens after locking. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. P/n 544243 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73b2000573, the samples were functionally inspected, and during the test issue reported clip reopens after locking was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in (B)(6) hospital of hunan province, the clip was opened automatically after closure on the patient for removal of ovarian cyst and appendectomy; underwent laparoscopic and general anesthesia due to ovarian cyst and appendicitis. Then immediately took it out and replaced with a new one for ligating. No similar case occurred. There was no adverse effect on the patient.